Event description:
As reported by an affiliate, a patient experienced a stent fracture, restenosis, and myocardial infarction approximately thirty-seven months after the index procedure. The proximal lad was described as bifurcated with 80% stenosis. The ostial of 1st diagonal branch and ostial of 2nd diagonal branch were reported with 80% and 60% stenosis respectively. At the time of the index procedure, a 3.5 x 18mm and 3.5 x 13mm cypher stents were implanted at 15atm in the mid lad and prox lad. It was reported that the stents did not overlap. The indication of the procedure was coronary heart disease. Approximately thirty-seven months after the index procedure, the patient experienced loss of consciousness and was diagnosed with stent fracture, restenosis, and mi. The stent fracture and restenosis were noted to be flow limiting. The 3.5 x 18mm cypher was noted to be fractured and a 3.5 x 18mm cypher stent was implanted in the mid lad to treat the fracture. At the time of the stent fracture, the lesion was described as 90% stenosis and the length of the lesion was unknown. According to the physician, the loss of consciousness was caused by the myocardial infarction.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2012-00141 and 9616099-2012-00142.

Manufacturer narrative:
Correction: this is MDR reportable as a malfunction. Complaint conclusion: as reported by an affiliate, a patient experienced a stent fracture, restenosis, and myocardial infarction approximately thirty-seven months after the index procedure. This is an unknown patient of unknown age and medical history. The proximal lad was described as bifurcated with 80% stenosis. The ostial of 1st diagonal branch and ostial of 2nd diagonal branch were reported with 80% and 60% stenosis respectively. At the time of the index procedure, a 3.5 x 18mm and 3.5 x 13mm cypher stents were implanted at 15atm in the mid lad and prox lad. It was reported that the stents did not overlap. The indication of the procedure was coronary heart disease. Approximately thirty-seven months after the index procedure, the patient experienced loss of consciousness and was diagnosed with mi, restenosis and a stent fracture. The stent fracture and restenosis were noted to be flow limiting. The 3.5 x 18mm cypher was noted to be fractured and a 3.5 x 18mm cypher stent was implanted in the mid lad to treat the fracture. At the time of the stent fracture, the lesion was described as 90% stenosis and the length of the lesion was unknown. According to the physician, the loss of consciousness was caused by the myocardial infarction. The stents remain implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot i0405041 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coronary artery restenosis is a known adverse event associated with stent implantation. Restenosis is often associated with the progression of atherosclerotic disease. Review of the information available suggests that patient factors, specifically the refractory restenosis following surgical and percutaneous endarterectomy, may have contributed to this event. Stent fractures have been observed in segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and high rate of stenosis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, the vessel tortuousity, and patient factors, as well as the progression of atherosclerotic artery disease, which may have contributed to the event. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2012-00141 and 9616099-2012-00142.